Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using starclose se devices after a percutaneous coronary interventional procedure. Reportedly, no details of the complaints were available as no documentation exists. The method of achieving hemostasis was not specified. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided. Subsequent preliminary analysis of the returned device revealed the clip was located as the end of the device entangled in a portion of the torn exchange sheath; therefore, hemostasis could not be achieved with the device and intervention was performed to achieve hemostasis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other starclose se device referenced is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis noted the clip was returned deployed and located at the distal end of the tube-set entangled with a portion of the torn exchange sheath. There was shredding on the distal end of the exchange sheath, bent garage leaves on the garage tube and flex-guide carving. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.